Event description:
It was reported by the patient that the communicator showed a red call doctor (rcd) icon while trying to communicate with the implantable cardioverter defibrillator (ICD). Latitude reports reveal that this right ventricular (rv) lead exhibited high out of range shock impedance for several years. Technical services (ts) referred the patient to the clinic. No interventions are planned at this moment. The lead remains in use. No adverse patient effects were reported.